Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was advised to continue using it. If the issue recurs, the customer was instructed to call back.